Event description:
Product code unk, lot number unk, plaintiff reports as of 1977 when she became a medical technologist she began experiencing hand sores, hives, wheezing, hand dermatitis, runny nose, occupational asthma, unexplained rashes on her body and rapid heartbeat. She was diagnosed with type 1 latex allergy on 10/20/95.